Event description:
The patient reported a "huge lump on spine next to lead wires". The patient noticed that the lump became feverish and itchy and went to the md. The physician removed 9cc of fluid from the lump. Since then, the lump is now larger ("the size of a golf ball") and the patient is experiencing numbness in the left leg. Additional information is being requested.